Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "incorrect by 50 min". Tandem technical support guided the customer through correcting the pump time. In addition, it was reported that the pump was accidentally put into storage mode. Customer was able to successfully turn the pump back on. Customer had elevated blood glucose levels (351 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.